Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2026, product type: catheter. Product ID: a810, serial# unknown, product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the serial number/implant date of the patient's catheter and pump was not available. The explant date of the catheter was (B)(6) 2026. When asked to clarify the pump surgery, it was stated that there was no issue with the pump and that this surgery was not related to the pump or the catheter in any shape or form. This was a spinal surgery not related; however, the surgeon cut the patient's catheter by accident. It was stated that the catheter was not returned. It was replaced and the damaged one was discarded.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that last night [(B)(6) 2026], they replaced a catheter of a patient who unfortunately during some spinal surgery (not related to the pump surgery), the spinal consultant accidentally sliced the catheter. The patient had his spinal surgery completed then had to have a new catheter implanted by the neurosurgeon. It was late last night when they came to complete all the surgeries and the nurses then proceeded to program the existing pump with the new catheter information. It was stated that the nurse was very experienced in pump programming and had given them some feedback regarding her thoughts on lack of alerts. It was stated that they were on the most up to date app version. The hcp stated that they did not see a specific alert. They further stated that as we were aware, you select prime bolus when replacing the catheter only. You are then questioned on: new catheter only: is the pump implanted and connected to the catheter? Yes/no was the drug or concentration changed? Yes/no was the catheter aspiration performed throughthe catheter access port? Successful/unsuccessful/no the nurse then stated that should any of these not be the expected answer, an alert is flagged and an action is needed yet at no point does an alert ask you, have you checked and confirmed the catheter length remains the same. In their case, the catheter had previously been cut but this could have easily been missed. They stated that if you consider a bridge bolus, the dose disappears making you double check you input, yet in this instance, the catheter length could easily be missed by those unfamiliar. In their case, the health care provider was aware of the catheter length issue and the nurse noted that the volumes were different, however, for someone unfamiliar or in an acute situation, it was stated that this could easily be missed and lead to over or underdose. The nurse really believed that an alert should be added in the questions asked at the prime bolus screen section. Additional information provided by technical services on (B)(6) 2026 indicated that when programing a bolus in a revise catheter workflow, a warning was indeed not triggered to let the user know that a change in catheter length was expected. However, if they chose the revise catheter workflow, which should be the one used in these cases, the hcp would see alert 51 [catheter change expected] when trying to update the pump. This error alerts the use that when they revise the catheter or replace/implant workflow is selected, a catheter change is expected. If they didn't use the revise catheter workflow, no alert will be triggered. This is because the programmer has no way of knowing that the catheter was replaced.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath: product type: catheter. Product ID: a810. Product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.